Event description:
During generator replacement the surgeon found that the lead was fractured. It was reported that the patient's mother requested that the entire system be explanted rather than replaced because she felt that the device did not help the patient's seizures much. The explanted devices have not been received for analysis to date.

Event description:
The explanted device is not expected for return per hospital policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.